Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer who reported, while monitoring a patient at the central station, the yellow alarm banner appeared but no alarm sounded. The rse remoted into the system and checked the error logs for the vhb6200n host and found that during the reported time frame, on 26 october 2025 00:01:27 local time, the host was running a software update. Around 00:11:41, someone remotely accessed the host vhb6200n and initiated an ultra vnc (virtual network computing) viewer session. The nurse was unable to verify if someone from biomed initiated the ultra vnc session. The rse checked the alarms in the logs and verified that the alert sound played and after a few seconds someone stopped the sound. We are unable to verify if the person stopping the sound was the one who initiated the ultra vnc session. Based on the information available and the testing conducted, the cause of the reported problem was due to the user acknowledging/stopping the sound. The reported problem was confirmed. The device was confirmed to be operating to its specification and remains at customer site. The investigation concludes that no further action is required at this time. E1: reporting address state: (B)(6).

Event description:
It was reported at the central station the yellow alarm banner appeared but no alarm sounded. The device was in clinical use. There was no report of patient or user harm.